Manufacturer narrative:
The field service engineer (fse) was on site on (B)(4) 2008 investigating the event. The fse replaced the peri-pump tubing and aspirate probes. The fse also cleaned the peri-pump and found that the precision valve was loose on the shaft and the pin nearly falling out. The fse replaced the rotor, cleaned the wash valve, ran a system check, lumwash son/inc. Testing, and 20 point precision testing which all met specifications. Hardware is the root cause for this event. This is 1 of 5 separate MDR reports related to 5 patient events associated with a single malfunction report. Reference MDR numbers: MDR 2122870-2011-02720, MDR 2122870-2011-02721, MDR 2122870-2011-02722, MDR 2122870-2011-02723 for all related events. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 through october 23, 2010 for additional reportable events.

Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated accutni (troponin I) results generated on the synchron lxi 725 clinical system. The initial erroneously elevated results were reported outside the laboratory. The patient samples were retested on a different instrument and the results were within the normal reference range. It is not known if there was any change to the patient treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.